Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost stimulation. Diagnostics revealed high impedances on the patient¿s lead. To address the issue, the patient may be awaiting surgical intervention.

Manufacturer narrative:
The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Event description:
Follow up information identified the physician explanted and replaced the patient¿s lead with a new model, which resolved the issue.